Event description:
It was reported that during a ptca treatment procedure the balloon would not successfully inflate. It did successfully inflate at least once during the procedure. No complications or injury to the pt were reported.